Manufacturer narrative:
Product analysis: analysis confirmed that the stylus and cursor were not aligned. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested. The device passed all final testing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the point touched by the programmer's stylus was shifted from the location registered. The programmer has been returned for repair, calibration and software reload. No patient complications have been reported as a result of this event.